Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "persistent swelling¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a week after injection with 1 syringe of juvéderm voluma® xc in the malar groove, the patient experienced ¿persistent swelling,¿ at and around the injection site. Ten days after symptoms began the patient was treated with oral amoxicillin. The office offered to dissolve the filler, but the patient declined and said the swelling had resolved. Symptoms resolved 17 days after they began.